Manufacturer narrative:
(B)(4). Date sent: 10/30/2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2020, batch # t9506u. Medwatch #5096037. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). Would you like to receive a letter of analysis once the investigation is complete? To whom should this letter be sent? (Please provide name and email address). Answer = the defective product and piece were removed from the patient and a new one was opened, which is how the case was completed.

Event description:
It was reported that the white tip of the 46cm harmonic broke off while inside the patient. The white tip burned off. No patient consequences. It is unknown how the case was completed. Medwatch form # mw5096037.